Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular lead had high thresholds. The device was programmed to aai mode to turn off left ventricular pacing. The lead remains implanted. No patient complications have been reported as a result of this event.